Event description:
During cystoscopy with ureteroscopy with removal/manipulation of stones, a small piece of the distal portion of the ncircle nitinol tipless stone extractor from cook medical broke off. Piece was unable to be retrieved and was retained in patient's ureter. FDA safety report ID# (B)(4).